Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: n756876005, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal 2000mcg/ml at 566.2mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient had some issues. The catheter that was placed in (B)(6) 2018 was occluded at the catheter port; there was a leak. Per the patient since implant in february she has never been back to normal and was on double the dose. The patient stated that they were allergic to dye so they cannot do dye studies, so they did an MRI however, the patient had rods in her back so they cannot see anything. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In (B)(6) the patient was worse. It was awful. The pump and catheter were replaced in (B)(6) 2018 and it did not take. The patient experienced withdrawal after the replacement surgery. The patient was on double the dose they started on and was ¿falling¿. In (B)(6) 2019, the patient felt something in her back '¿it was sticking out, tube or cyst or something¿. The pump was not working. The patient had surgery on friday. A catheter revision was performed (B)(6) 2019. When the patient¿s back was ¿opened up¿ fluid poured out. The connector on the pump was loose. The patient was groggy after surgery. The patient checked her refill date on her patient programmer and it said (B)(6). The patient thought this was too early. ¿everything is perfect¿ after the surgery. No out of box failure and no medical or therapy problem associated with small parts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that it was unable to be determined if the catheter dislodged or migrated based on previous documentation. The surgeon had stated that he thought some cerebrospinal fluid (csf) was coming out. The patient had an appointment on (B)(6) 2019 and did not want to go all the way there on (B)(6) 2019 for a refill of which the clinic told her they would not be able to refill the pump with the open wound from the surgery. The patient would call the clinic to see if they could see her while she was there on (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
It was previously reported in (B)(6) 2019, the patient felt something in her back '¿t was sticking out, tube or cyst or something¿. The correct information is in (B)(6) 2018, the patient felt something in her back '¿t was sticking out, tube or cyst or something¿. Serious injury has been checked. If information is provided in the future, a supplemental report will be issued.